Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: instructions, operation manual for pcf-h170l/I series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for pcf-h170l/I series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, their colonovidescope had the following concern; had angulation malfunction. Upon inspection and testing of the returned device, it was observed that nozzle had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no report of patient harm, procedural delay, or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due having had damage on the bending tube section and wear of the angle wire. In addition to the reportable findings documented in b5, the following nonreportable findings were; previous third party repairs were performed, due to damage on up/down knob it did not move smoothly, due to damage on right/ left knob it did not move smoothly, due to deformation of up/ down knob water tightness was lost, and due to dirt on objective lens, there was a lack of image on the monitor. The following items were also noted; paint on suction cylinder was peeled, protector of the video cable section had a cut, universal cord had a dent, light guide lens had a crack, control unit was dirty due to water leakage, forceps channel port was shaved, adhesive on bending section cover rubber had a chip, the up and down knob had corrosion, and multiple parts of the scope had discoloration and were scratched. The device was cleaned, disinfected, and sterilized (cds) prior to its return. According to the customer they are unaware of what the foreign material was, and there was no delay in pre-cleaning. The customer wiped and brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer states they flushed the air/ water nozzle with water and air, and a detergent solution and there were no abnormalities with the accessories used for reprocessing, or any concerns with the reprocessing process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.